Event description:
On (B)(6)/2009, patient reported she is new to pump therapy and is using saline currently. Patient reported, the adhesive backing on her headset had come off while she was sleeping on (B)(6)/2009. She stated when she woke up, she could see the cannula sticking out of her body. Patient reported, she uses alcohol pads prior to inserting the headset and the infusion site is completely dry prior to site insertion. Patient reported, she removed the cannula and it appeared to be "somewhat bent but not sure." Advised on using the sandwich method to help with keeping the headset in place. Patient reported having a new headset in place and needed some assistance removing the blue protective cover from the headset. Advised how to properly remove the protective cover. Patient stated "it is hurting her" when attempting to remove it. Reiterated how to properly remove the cover however, the issue with it causing her some pain continued. Patient stated, she would do this another time but not now because, her stomach was very sore and was bleeding. After giving further directions on how to remove the protective cover, she was successfully able to remove it. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sending adhesive dressing; requested return of the infusion set for evaluation.